Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device was getting a backup alarm failure message. There was no patient involvement at the time the issue was discovered. The staff informed that the error occurred before a patient was connected to the device. A manufacturer's field service engineer (fse) was dispatched to the site to investigate; however, the reported issue was not duplicated. The fse calibrated the touchscreen and went through preventive maintenance steps to verify operation. There was no error found. The device was confirmed to be operating per specifications and no failure was identified.